Event description:
It was reported the high-definition lcd monitor didn't power up. The issue occurred during preparation before use inspection for an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Corrected fields: h6: (investigation conclusions). The customer's allegation was confirmed. However, the root cause could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, we could not presume the cause. Also about the cause of failure , we could not determine. Olympus will continue to monitor field performance for this device.